Event description:
It was reported that pump experienced malfunction alarm with malf 16 and could not be reset, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.